Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a home patient who experienced a connection issue when the transfer set could not be connected to the titanium adapter during peritoneal dialysis therapy (details not provided). There was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.